Event description:
It was reported the fecal mgmt system retention balloon was 'overinflated with 95 cubic centimeters of fluid.' No pt consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed to be a malfunction due to misuse of the product. There were no reports of the pt being harmed as a result of this malfunction. No further pt/event details were available at the time of the report. Should additional info become available a follow-up report will be submitted.